Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is a medical event not related to the device. Rupture: no observed openings on the device. Bubbles: no observed bubbles in the gel. Additional observations: observed deformation on the device. White particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "bubbles". The device has been explanted.

Event description:
Healthcare professional reported right side "bubbles". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation:based on the device analysis grid, the assessments of the complaint are: bubbles: observed a bubble, but the device has an opening. Additional observations: observed three openings assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "bubbles". The device has been explanted.